Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field notes that the patient presented with loss of capture. Ventricular waveforms were visible on the atrial intracardiac channel. X-ray confirmed that the atrial lead had fallen into the ventricle. Since the patient was in atrial asystole and the lead was caught in the ventricular outflow tract, the physician elected to not revise the lead.